Event description:
It was reported that the patient presented to the clinic for routine follow up. Upon interrogation the right ventricular lead exhibited oversensing. Noise could be replicated in the clinic. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.